Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedances and an alert was triggered. The values have been stable during some time. The rv lead remains in service. No adverse patient effects were reported.